Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) cannot be determined. The cause of the reported poor imaging is patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr), enlarged dilated right atrium, tethered septal leaflet and impinged posterior leaflet by pacemaker lead for a triclip procedure. During the procedure, triclip was implanted on the central side of anterior and septal leaflet. After deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Second triclip xt was implanted on the medial side of anterior and septal leaflet to stabilize the slda. Third mitraclip xt was implanted on the posterior and septal leaflet on the anterior side of pacemaker. Imaging was difficult. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.